Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements, and a defibrillation threshold (dft) test was performed. The initial shock impedance measurements (before the shock) for the various vectors were as follows: ra-rv was greater than 200 ohms, ra-can was 196 ohms, rv-can was 123 ohms, and triad configuration was 112 ohms. Dft tested rv-can with an initial shock polarity of 29 joules. Successful conversion was observed with a resulting shock impedance of 83 ohms. The patient's device was reprogrammed to rv-can configuration, and the lead will be reassessed at a scheduled box change in ten months. No adverse patient effects were reported. This rv lead remains in service.